Manufacturer narrative:
Initial.

Event description:
It was reported that the user paused ilet insulin therapy for extended periods and intermittently resumed it for short intervals, which led to delayed insulin delivery during pauses and corrective dosing when glucose was still elevated; this maladaptive pattern prompted a factory reset and education on best practices, and the device problem and component could not be further specified. Symptoms included hyperglycemia during paused therapy and hypoglycemia after resumption with corrective doses. Outcomes included a minor illness/impairment and an unexpected medical intervention requiring oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information regarding a device problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established.